Event description:
It was reported that via remote transmission, multiple episodes of lead noise were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 49.0-49.2cm from the distal tip, consistent with lead friction to the ICD can. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise. External insulation abrasion was noted at 13.2-14.2cm from the distal tip, consistent with lead friction to another device or feature of the heart.